Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Citation: gynecol surg. 2012; 9: 219¿222. Doi: 10.1007/s10397-011-0691-7. (B)(4).

Event description:
It was reported via journal article: title: "abdominal cerclage after failed transvaginal cervical cerclage." Authors: anwar moria & nouf aljaji & louise miner & togas tulandi. Citation: gynecol surg. 2012; 9: 219¿222. Doi: 10.1007/s10397-011-0691-7. The aim of this study was to evaluate the efficacy of abdominal cerclage by laparotomy and by laparoscopy among women who had failed transvaginal cerclage. The authors evaluated all women with cervical insufficiency that underwent abdominal cerclage between the years 2000 and 2010. Of a total of 20 patients, 12 patients (age: 34.4 ± 1.3; bmi: 24.9 ± 1.6) underwent abdominal cerclage by laparoscopy and 8 patients (age: 34.2 ± 0.8; bmi: 23.3 ± 2.4) underwent abdominal cerclage by laparotomy. During the procedure in both techniques, the authors started by dissecting the bladder peritoneum off the cervix and the authors used mersilene 5-mm tape (ethicon) for the cerclage. In the laparotomy technique, the suture was inserted through the avascular area of the paracervical tissue medial to the uterine vessels and at the level of the uterine isthmus. In the laparoscopic group, reported complications included severe oligohydramnios (n-1) which required laparoscopic removal of the cerclage. In the laparotomy group, reported complications included wound infection (n-1) and urinary tract infection (n-1). The authors concluded that abdominal cerclage in women who have failed a transvaginal cervical cerclage is associated with a high live birth rate and it could be performed by laparoscopy.